Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case. There was a 'check plunger sensor' alarm revealed in the event history log. Functional testing was unable to duplicate the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device keeps alarming and giving a sensor error. There was unknown patient involvement.